Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose a time of incident was 50 mg/dl. Customer did adjust his basal rates as he was running low. Customer stated he ate and dosed less and then change basal rates. The customer was advised to speak with their health care provider regarding the low blood glucose. The customer was advised to monitor pump.